Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected remotely with the customer and confirmed the reported problem. The rse performed the cold restart when the flexvision pc did not boot properly. Troubleshooting indicate the led status indicates flexvision pc defect and the software installation also failed. Analysis of the system log files identified a malfunctioning of the flexvision pc. To solve the reported issue, the flexviewing pc was replaced, and the software was installed. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was a start-up problem with the azurion system. The device was outside of clinical use at the time of the reported event, no harm was reported to philips. As per the field service engineer, the flexvision only displays philips logo at startup. The field service engineer inspected the system onsite and after the replacement of the flexviewing pc and software, the device was returned to use in good working order.